Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 15 in the mouth in type ii bone, the patient returned to the office with implant in hand. Clinician reports s small sinus perforation and mobility. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device was not received by the manufacturer. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 15 in the mouth in type ii bone, the patient returned to the office with implant in hand. Clinician reports s small sinus perforation and mobility. There were no reported post-operative complications. (B)(4).